Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report low and high blood glucose readings between 55 and 500 mg/dl. Customer treated the high reading with the insulin pump and manual injections. Customer brought their reading down to 427 mg/dl. Customer treated the low reading with food. Customer declined to troubleshoot and stated she thought the tubing had been caught in her belt clip. Nothing was replaced or returned.